Event description:
It was reported that during a percutaneous intervention a balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous, severely calcified artery. An rotablator was used to perform rotational coronary atherectomy. The 15mm x 4.00mm nc quantum apex balloon catheter was selected and advanced to the target lesion. The balloon ruptured upon inflation. The balloon was removed intact and the procedure completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous, severely calcified artery. An rotablator was used to perform rotational coronary atherectomy. The 15mm x 4.00mm nc quantum apex balloon catheter was selected and advanced to the target lesion. The balloon ruptured upon inflation. The balloon was removed intact and the procedure completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by mfg: the device was returned with the balloon deflated. Examination revealed there was no damage to the balloon. Magnified inspection revealed a longitudinal tear in the inner and outer shaft originating at the distal end of the guidewire exit notch extending 1.5 cm proximally from the proximal balloon bond. The damage could be consistent with perforation of the inner and outer shaft wall with the end of a guidewire during clinical use or preparation for clinical use. There was no other damage to the catheter. Functional testing could not be performed due to the tear in the inner and outer shaft. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).